Event description:
It was reported that, doctor was removing previously implanted screws due to junctional stenosis and the screw stripped and the tulip head popped off. There was a 30 minute surgical delay.